Event description:
In 2002 the end-user called medtronic minimed and stated that they had to change infusion set 6 times and 3 of them, the cannula was bent. On 17/12/2002 maersk medical a/s received the complaint and 5 unused sets.